Event description:
Initial result for a patient bicarbonate was 78 mmol/l. When repeated, the result was 20 mmol/l. The incorrect result was not used to guide therapy. The field service representative was unable to confirm a malfunction of the system.